Manufacturer narrative:
(B)(4). Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was bent in multiple locations. The embolization coil was detached from the pusher assembly and stuck inside the non-penumbra microcatheter due to dried blood. The embolization coil was flushed out of the non-penumbra microcatheter by a penumbra investigator. The proximal constraint sphere was intact with the embolization coil, and the pull wire was extended out of the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed the pusher assembly was bent in multiple locations. This damage may have occurred due to forceful manipulation of the pod4 during advancement through a microcatheter. Further evaluation revealed the pet lock was broken and the embolization coil was detached from the pusher assembly. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire, typically by a handle. By design, if the proximal end of the pull wire is retracted and the pet lock is broken, the distal end of the pull wire will retract out of the ddt capture feature and allow the proximal constraint sphere of the embolization coil to detach from the pusher assembly. Tortuous anatomy or bending of the pusher assembly along the majority length of the pusher assembly can cause a build-up of friction between the pull wire and the inner pusher tube, overcoming the force that the handle is able to apply. Withdrawing the coil will alleviate some of the friction, and the tension in the pull wire may cause the coil to unintentionally detach. The distal end of the pull wire may extend out of the ddt after the embolization coil is detached. Further evaluation revealed the non-penumbra microcatheter was kinked and ovalized. The damage observed on the non-penumbra microcatheter likely contributed to the resistance experienced by the physician when attempting to retract the pod4. The handle mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using pod4 coils. During the procedure, the physician successfully deployed a ruby coil in the avm using a non-penumbra microcatheter and successfully detached it using a ruby detachment coil handle (handle). Next, the physician advanced a pod4 coil in the avm and attempted to detach it using the same handle. However, the pod4 was unable to be detached using the handle; therefore, the physician decided to retract it. After pulling about 3/4 of the pod4 coil into the microcatheter in order to retract it, the physician experienced resistance and the pod4 coil unintentionally detached and became stuck in the microcatheter. The physician then used a syringe to fully aspirate the detached pod4 coil into the microcatheter and withdrew the microcatheter from the patient. The procedure was completed using a new non-penumbra microcatheter, two new ruby coils and the same handle. It should be noted that the physician did not maintain a continuous flush through the rotating hemostasis valve (rhv) but did flush the microcatheter with a syringe in between each coil. There was no report of an adverse effect to the patient.